Event description:
It was reported that the patient had chest pain and palpitations. The patient experienced atrial arrhythmia and the right atrial (ra) lead was under-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.